Event description:
It was reported that the pump would not charge completely even after being left on the charging pad overnight. There was no reported adverse impact to the customer. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.